Event description:
It was reported that the recordings revealed noise, undersensing and oversensing. It was also reported that they were able to reproduce the noise in the office. Follow-up revealed that there was no intervention. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.